Event description:
It was reported that, "when the implant was opened in the room, the top was pulled back and there was some suspicious markings in the package. Surgeon wasn't sure if it was sterilized or not."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.